Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was failed to interrogate. No intervention was performed. The patient was in stable condition.